Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys vitamin d total gen. 3 assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a vitamin d value of > 120.0 ng/ml accompanied by a data flag. The sample was repeated in another laboratory on an unknown device, resulting in a value of 17 ng/ml. The vitamin d reagent lot number was 580055, with an expiration date of 31-jul-2022.

Manufacturer narrative:
The last calibration performed on 23-apr-2022 had signals that were below expected values. Quality controls performed on 07-may-2022 were within specified ranges. Controls were not tested within 24 hours prior to running the patient sample. Per product labeling: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use." The customer used 13 mm. Diameter tubes, but did not use rack adapters required for 13 mm. Tubes. The repeat value on (B)(6) 2022 was from a sample re-drawn from the patient. Upon review of the alarm trace between on (B)(6) 2022 alarms indicating insufficient sample volume and clots were observed. These are indicators of possible poor sample quality. Based on the information, a general reagent issue can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Section b6 was updated.